Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The site reported patient experienced aveolar hemorrhage on the contralateral side from biopsy sites four days after a superdimension procedure. The patient was intubated, sedated and hospitalized. The hemoptysis continued and aerosol epinephrine treatments were started. The patient required vasopressor support and received blood transfusions, and developed atrial fibrillation. The patient was subsequently admitted to hospice care and passed away which was previously reported on MDR 3004962788-2016-00157. This event was reported after the patient death due to the site review of their records. This is also the same patient as 3004962788-2016-00211. If additional information is obtained a follow-up report will be submitted.